Manufacturer narrative:
G2: country of origin - japan h3: product analysis product:9560524, lotno:my18g001r during the incoming inspection, the requested phenomenon and the missing burr clamp were confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that the movement of the tip causes slight movement. There were no further complications reported regarding the event. When the tip part moved, it was not fixed enough and moves a little. No patient was involved in the event.